Event description:
A leaked occurred at the arterial luer connection to the pt's internal jugular catheter. The healthcare professional noticed the leak 3 hours into treatment. The pt was hypotensive therefore saline was administered. Dialysis was discontinued and the pt was given one unit of packed red blood cells. Pt's vital signs were stable when transferred back to ICU. This pt was given another unit of packed red blood cells in ICU. The pt involved in this incident was in the hosp's intensive care unit prior to this incident for other medical problems. No serious injury reported as a result of this incident.